Event description:
During regular f/u performed on (B)(6) 2012 (device implanted one month ago), a high ventricular lead impedance warning message was displayed. Nevertheless, no anomaly was identified with tests conducted during the f/u. Pt files were reviewed the day after, and unexplained intervals between atrial and ventricular events were observed in the recorded atrial run episodes.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.